Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they were on program 4 and it was working for them until last night (B)(6) 2017 when they were up all night trying to go but couldn't . Patient was redirected to their physician. No further complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was urinating more often, and urinating less. Patient was on 2.55v and increased to 4.00v. Patient stated they did not feel stimulation and went all the way up until they got the upper limit. Patient just mentioned they felt a little warm. It was noted that the patient fell out of their wheelchair, but it did not hurt anything and was having issues before falling and that it just jarred them a little. It was later mentioned that the patient increased stimulation to 6.35v and saw the upper limit message and did not feel anything, and that it was not working. Patient wanted assistance changing programs, changed to program 3 at 5.60v and stated they could then feel stimulation. Additional information was received on 2017-aug-10. Patient reported that they had their ins on program 3 however it kind of quit working last night stating that they wanted to urinate but couldn't. Patient mentioned that their daughter in law called about a week ago and was told that they could turn stimulation up until it started to hurt then turn it back down until it quit. Patient stated that they turned it up last night until they reached the upper limit but they never felt anything. They thought the patient programmer was going bad so information about the patient programmer was reviewed. Patient again stated that they were on program, 3 but they weren't able to urinate and was in pain because of being full and urinating every 15-20 minutes the day prior to the report. The pain was confirmed to be due to the increase in stimulation. Patient was at a comfortable at the time of the report. They changed it to program 4 and stated they started to urinate normally. Patient inquired about what would happen when they run out of programs and indicated the ins was working worse than the trial. No further complications were reported.